Event description:
Medtronic received a report that both pipelines were attempted to be opened after wings flipped in straight m1, with greater than 50% of the pipeline out of the microcatheter. Neither pipelines would open at the distal end or middle. Both devices were then recovered 25% then dragged back to the internal carotid artery (ica) and pushed out and still would not open. The pipelines were resheathed more than 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ica aneurysm with a max diameter of 5mm and a 2mm neck diameter. The landing zone artery size was 4mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 63. The post procedure angiographic result was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-01716 h3. Product analysis: equipment used: vis (m-81805).as found condition: the pipeline flex braid was returned for analysis within a shipping box, a plastic bio-pouch, and a plastic specimen container. Damage location details: the pipeline flex braid was returned without its pusher. The pipeline flex braid was found open. The ends of the pipeline flex braid were found damaged (frayed). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed. Failure to open can occur due to patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿moderate¿, ruling out patient vessel tortuosity as a potential cause. It was reported the pipeline was not positioned in a vessel bend. It is possible the damage found with the pipeline flex braid contributed to the reported event. However, the cause for the failure to open could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.